Event description:
The customer reported that the battery failed to charge. This was found during routine check. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. This was found during routine check. There was no reported patient involvement. The philips field service engineer confirmed the ac power module failure. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation. We will consider this a malfunction of the ac power module where the battery failed to charge.